Event description:
It was reported that an ilet user experienced hyperglycemia per libre 3 readings, with values around 400 mg/dl that decreased to approximately 320 mg/dl after a complete supply change, and the pump indicated downward glucose trend. There were no reported infusion set leaks, no pump alarms stopping insulin delivery, and no confirmatory fingerstick. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no serious injury, and recovery in progress as glucose trended downward after troubleshooting. Investigation included product troubleshooting and user education. Investigation of this case revealed no device malfunction observed, with hyperglycemia of unclear cause and improvement following infusion set replacement, which suggests possible transient infusion or site issue not reproducible. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.